Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient's mother performed a paper clip reset on the receiver, however the reset did not resolve the issue. No injury or medical intervention was reported.